Manufacturer narrative:
Additional information: while the definitive root cause of this event cannot be established, there is no indication that a malfunction of the da vinci system or instrument caused or contributed to the reported event. Per a review of the event history of the kinematic data, the system setup portrays close proximity between the arm docked with the synchroseal instrument and the arm docked with the subject stapler instrument, indicating the potential for external collision when there is joint motion between both universal surgical manipulators (usm). The most likely cause of the unexpected instrument movement was due to system configuration and subsequent external collision of the usms. Per a review of the customer's service history, the system has been in use since the reported adverse event, with no additional system servicing requested by the site as a result of the event. Failure analysis of the subject instrument indicates no issues with functional or movement irregularities. The damage to wrist cover noted during visual inspection is consistent with customer¿s report of damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler and completed failure analysis investigations. Failure analysis found the snake wrist cover to be torn. The tears measured roughly 0.085"- 0.340". Visual inspection displayed no signs of missing fragments. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler initialized, clamped, fired, and unclamped without issue. The instrument fired successfully using a green 45 reload. The cut-line appeared smooth and consistent, with no jagged edges or tearing. All staples were deployed and correctly formed into the proper b-shape. There was no unpredictable movement or issues with stapler removal found. A review of the logs was unable to confirm any failures. The logs show the sureform 45 stapler instrument was installed on the system 7 times and fired 3 reloads (1 white, followed by 2 green). On installs 1, 4, 6, and 7, no clamping or firing was attempted. On installs 2, 3, and 5, the first clamp was successful, and the firings were each completed with no pauses for compression. After the 7th install, the instrument was removed and not used again in the procedure. There were no relevant errors in the logs.

Event description:
It was reported that during a da vinci assisted transthoracic esophagectomy with neck anastomosis, bleeding occurred and the procedure was converted to open. A sureform 45 stapler instrument was inserted into the patient and it moved in an unintended direction, then did not move. While inserting the instrument, a yellow light came on and the instrument did not move as intended. The customer had difficulty removing the instrument and attempted to forcibly remove it from the patient and trocar. The thyroid artery was damaged while attempting to remove the instrument causing a large amount of bleeding. The stapler instrument was removed with the trocar from the patient. The stapler wrist was torn while removing the instrument. The customer assumes the instrument wrist did not straighten during this event. The da vinci was undocked and the procedure was converted to open. Hemostasis of the bleeding was achieved with compression and unspecified repair. The procedure was continued open after the bleeding was controlled. The patient is recovering well, and their care plan was not changed due to this event. The nurse did not know if the sureform 45 stapler was colliding with another instrument during this event. The nurse did not know if the da vinci system arms were checking for collisions at the time of this event. The nurse did not know about how far into the procedure this event occurred.